Event description:
Pt admitted with leukemia with need for hickman catheter placement for chemotherapy. In 2005 underwent placement of dual lumen via cutdown in the right deltocephalic vein. Four days later the pt was returned to or to have catheter replaced. The original placed catheter fractured just proximal to the bifurcation and there was no way that it could be repaired. The device was not saved for examination.